Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Patient stated that the skin under the sensor pod becomes red and bumpy. Patient stated that the reaction goes away when the sensor is taken off, but can leave scars. No medical intervention was reported. Additional event or patient information is available.